Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a wound dehiscence that lead to an infection. The pocket was revised and the partially dehisced area was closed. The right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) remain in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.